Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction in the memory log. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien rec'd info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.